Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button on a brand new pump was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 89 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Mfg report# 3013756811-2019-27903 follow up #1: (B)(4).